Manufacturer narrative:
(B)(4). Meter evaluation with no defect found. Returned test strips produced lo readings and black chemistry was observed. Qc investigation of products returned determined most likely root cause is improper storage. Investigation 12/17/2015.

Event description:
Customer complains of e-5 error message. Pharmacist, bud is calling on behalf of the customer. Pharmacist states the customer felt fine when she was at the pharmacy and had no complaints of symptoms. The e5 error appeared when the blood sample was absorbed. Unable to verify the storage. Test strips expire 05/13/2018. Confirmed the pharmacist was not using the correct testing technique. The pharmacist confirms he did not dip the strip into the blood sample twice, touch his finger tip with the tip of the test strips during the blood test or remove the test strip from the blood sample prematurely. Pharmacist confirmed hands are clean and dry. Pharmacist performed 2 blood test on himself and the result was e5.